Manufacturer narrative:
(B)(4). The device was initially reported as returning, but has now been reported as not returning. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that vessel puncture closure was attempted using a proglide device using the pre-close technique prior to a thoracic endovascular aneurysm repair (evar). Reportedly, the knot was deployed outside of the body. A new proglide device was used. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Corrections: it was reported that the device would not be returning for analysis; however, the device was returned for evaluation. Reg# and contact name updated. Removed results code 3221; removed conclusions codes 77 and 92. Evaluation summary: the device was returned for analysis. The reported failure to deploy the suture/ knot deployed outside of the body could not be replicated in a testing environment as it was based on operational circumstances. Factors that may contribute to the reported difficulties include, but not limited to, failure to maintain a stable position of the device with respect to the tissue tract or friable artery. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.